Manufacturer narrative:
Date rec¿d by MFR : 23aug2019, date of report : 27aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. The customer has attempted touch screen calibration and the issue continues. There was no patient involvement.

Manufacturer narrative:
MFR received date: 24oct2019. The touchscreen was returned for failure investigation. The ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
The customer reported touchscreen failure. Customer has attempted touch screen calibration and the issue continues. There was no patient involvement.